Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Eight samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies were observed in cleo sets or in the retractor. Functional testing found no leaks were observed in the assembly. Cannula was connected to retractor and then tested using a syringe with water in order to detect leaks. Water passed through the connector, tube and then throughout the needle. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking. No patient injury was reported.